Event description:
It was reported that patient experienced a red, painful, and warm nodule to the touch, which was treated with antibiotic ceforal and applying betacorten g.

Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.